Manufacturer narrative:
This is a follow up report made at the request of the agency. The initial report for MDR# 1524213-2021-00002 was submitted by meridian bioscience inc. On october 14, 2021. An investigation into the root cause of this event was completed. The root cause of this event is attributed to a defective pcr heating module, specifically the end of the internal coiled wire was turned inside-out. As a corrective action, additional verifications of the part and of the different assembly steps are to be implemented. H11: additional details on event description: after initiation of the self-test, the instrument became very hot and there was a burnt plastic smell coming from the instrument. The instrument was immediately turned off. The following day, an additional self-test was initiated. About one minute into this self-test smoke began to come out of the bottom of the instrument. Upon removal of the mock pies, it was noted that the instrument was extremely hot to the touch. There was no visible damage to the mock pie or instrument. This event occurred during instrument installation at a customer site. There were no false, discrepant, or questionable results reported by the customer.

Event description:
On (B)(6) 2021, a meridian technical service representative was at the customer site assisting with instrument installation. During installation, a self-test was initiated. Continued on page 3.